Manufacturer narrative:
(B)(4)

Event description:
It was reported that after an unrelated medical procedure, the atrial lead exhibited loss of capture and a sensing anomaly. The lead was explanted and replaced. The patient was in normal condition after the event.